Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a grommet issue was suspected on the cardiac resynchronization therapy defibrillator (crt-d). When the left ventricular (lv) lead was inserted into the device, the device showed high pacing impedances on all lv lead vectors. The physician attempted this four times and also tested the lead through a pacing system analyzer. The physician verified that the lead was inserted past the set screw and screwed it tight, but it still resulted in high pacing impedances. The device was not used and replaced with a new device that worked fine. No patient complications have been reported as a result of this event.